Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when it was deployed, the third staple crossed over itself, and the subsequent staples were the same. When it was removed from the internal space to check again, the staples ejected from the device at a distance and were crossed over in formation. Another device was opened from another lot number to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the returned product noted the instrument was partially applied with nine remaining clips. The channel cover was damaged. It was reported that during the laparoscopic cholecystectomy, when it was deployed, the third staple crossed over itself and the subsequent staples were the same. When it was removed from the internal space to check again, the staples ejected from the device at a distance and were crossed over in formation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the distal end of the instrument is subjected to excessive manipulation during application. The evaluation detected an unreported condition: shipping wedge disengaged. The shipping wedges were disengaged inside both of the sealed packaging. The product analysis noted evidence that the device was not used as intended. This issue may occur when the packaging is mishandled during the shipping and or the storage of the product. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.